Manufacturer narrative:
Device is combination product. Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during preparation for a percutaneous coronary intervention procedure, stent damage occurred. A 20 x 4.0 mm synergy stent was removed from the carrier tube and stent damage was noted. The procedure was completed with another same device. No patient complications were reported and patient's status is stable.

Event description:
It was reported that during preparation for a percutaneous coronary intervention procedure, stent damage occurred. A 20x4.0mm synergy stent was removed from the carrier tube and stent damage was noted. The procedure was completed with another same device. No patient complications were reported and patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination found that the stent was damaged. The three most distal rows had moved distally causing struts on the third and fourth most distal row to be lifted upwards. No issues were noted with the tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).